Manufacturer narrative:
Result: the pet lock was broken on the proximal end of the penumbra smart coil (smart coil) pusher assembly; the coil was detached from the pusher assembly and not returned for evaluation. Conclusion: evaluation of the returned devices revealed that both pet locks were broken and the coils were detached. Since the sch1 mentioned in the complaint was not returned for evaluation, the root cause of this complaint cannot be determined. These devices are 100% functional tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2015-01336, 3005168196-2015-01338.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician had difficulty detaching two of the nine smart coils used. The handle became stuck on the back end of the pusher assemblies of these two smart coils and would not release. However, the two smart coils eventually detached and the procedure was completed. There was no report of an adverse effect to the patient.